Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that after explanation, it was discovered that the catheter tip had melted. During the case, the temperature map (tmap) was very noisy so it was difficult to interpret. The catheter was checked for leaking, and the catheter was disposed of. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. After the manufacturer representative (rep) discussed the reported issue with other laser ablation surgery consultants (lasc), it was more likely that the issue was caused by insufficient cooling caused by air; either inside of the catheter or from air that got stuck during placement.

Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A090206 was coded for the temperature map being noisy and hard to interpret. A1006 was coded for the melted catheter tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.